Event description:
The patient was undergoing a right eye vitrectomy. During the procedure, the doctor asked to use the laser on the constellation machine; the nurse pressed the laser screen which came up. When the button on the screen went from standby to active laser was pushed, the machine defaulted back to standby without anyone touching the screen. This happened a few times before the laser properly worked. Alcon has sent us laser probes that were not identified by the machine. They showed us how to override the machine so the probes work properly. I contacted the alcon rep about this issue. We sent him a copy of the event log from the day. Our supervisor was contacted. The machine was taken out of service. The alcon rep is going to trade out the defective probes with ones that are recognized by the constellation machine.